Event description:
A customer reported to baxter healthcare regarding the vial mate reconstitution device in which back flowed occurred. This was observed during patient use. There was patient involvement but no patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information was received identifying the product involved in this incident as a drug not a device.